Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2016-02258; reference MFR. Report# 1627487-2016-02262. It was reported the patient's peripheral leads (off label) were cut (x-rays confirmed) during the unrelated back surgery. No additional information is available at this time. The patient received 2 pns leads of same lot number ( 4391101).